Event description:
It was reported that multiple episodes of non-sustained lead noise was observed. Review of the egms revealed noise. Lead damage was suspected. Lead was capped and replaced. Patient condition is good after the event.